Event description:
It was reported that the patient questioned having "weird little spells" like "little fluttering", and that she "can hear her heart beating in her ears". The patient also feels the device is pacing too fast. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.